Event description:
Facility reported that staff were moving the patient from wheelchair to bed on a liko lift. They placed the loops of the sling onto the sling bar and initiated the transfer. The patient fell out of the sling and hit her head on the side rail of the bed. Patient later expired. Cause of death is unknown. Info received from the facility indicates that the sling was not placed correct under the patient.

Manufacturer narrative:
(B)(4). The sling used in the alleged incident was returned to the MFR from the nursing home. No damage or mfg defects were found. The lift used in the alleged incident was not returned to the MFR. According to the user manual (B)(4), the caregiver should: "place the edge of the sling as far in under the patient as possible, with the lower edge level with the patient's knees. Gather the sling together in a couple of folds and lay it so that the centre of the sling corresponds to the position of the patient's spine". Our conclusion from the root cause analysis indicates that user error may have led to the alleged incident.